Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 48mm abdominal aortic aneurysm . It was reported the patient returned for a follow-up CT where an unknown endoleak was observed.  As per the physician the cause of the event cannot be determined.  No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 17-dec-2021, UDI#: (B)(4); product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: 09-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.